Event description:
It was further reported that the lesion being treated was located in the main diagonal branch of the lad. The lesion was severely calcified, stage 2+ and 80% stenosis. The vessel was pre dilated with a cordis aqua t3 2.25 x 15 mm balloon. The balloon was inflated once after it stuck to the stent and then retrieval was possible. The delivery system was removed within 2 minutes and it was intact.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulites were encountered. The lesion being treated was located in the moderately tortuous, left anterior descending artery (lad). The vessel was pre dilated. The physician successfully implanted a taxus express2 2.50 x 16 mm drug eluting stent. After stent placement, the physician deflated the balloon and was unable to retrieve the stent delivery catheter shaft. He tried to remove it several times by inflating and deflating the balloon. After two minutes the physician was able to withdraw the delivery system. No pt complications were reported. The pt's status is reported a good.